Manufacturer narrative:
.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that no immediate action will be done at this time due to the patient having a non-device related issue. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.